Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the date of event (03-jul-2025) is considered to be the best estimate. This emdr was submitted to represent the bard/davol 3dmax (device #1). An additional supplemental emdr submitted to represent the bard/davol 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2005 ¿ patient was diagnosed with left direct and right indirect inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1 ¿ right, device #2 ¿ left). Per op notes, ¿the indirect hernia sac on the right and direct sac on left was identified. On each side, a medium 3dmax mesh (device #1, #2) was placed to hernia defect and sutured.¿ from (B)(6) 2018 to (B)(6) 2019 ¿ patient had abdominal pain secondary to inguinal hernia mesh were treated with antibiotics.